Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date of the sling and sleeve and "cone" (dilator) removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The exact implant date is unknown, however, it was reported that the device was implanted in (B)(6) 2012. Report source: tga device incident report reference no (B)(4); submitted to tga (therapeutic goods administration) by the physician. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that two obtryx system - halo devices were used into the patient during a procedure performed in (B)(6) 2012. Reportedly, the initial insertion was in incorrect position and had to be removed. However, the "cone" (dilator) and part of plastic sheath detached inside the patient and remained in deep tissues. Another obtryx system - halo device was then inserted in the patient to complete the procedure. Subsequently, the patient experienced an ongoing pain and underwent further surgery to remove the sling and detached dilator and plastic sheath on (B)(6) 2021.